Event description:
It was reported that an interference in the video was observed. The issue was found during a procedure (unspecified procedure). There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
Investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a missing stopper which may result in misalignment and video issues. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The device history record was unable to be reviewed since the device has no lot number available. A service history record review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that an interference in the video was observed. The issue was found during a procedure (unspecified procedure). There was no patient impact, no harm reported due to the event.